Manufacturer narrative:
During testing at the service center leakage from the disposable batteries was noted on the middle printed circuit board and battery door. The customer reported 09/019/019 service alarm code was not duplicated during testing; however, it was noted in the device history. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of "pump displaying error code 09/019/019." No additional info was provided. This is not a reportable malfunction. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.